Event description:
A healthcare professional from a user facility reported that during implantation of the prosthesis, the nitinol plastic separated from the wire. A new prosthesis had to be opened. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation to confirm the customer's complaint. Due to the customer discarding the device, a physical inspection could not be completed. As this device was inspected per DHR review, evaluation of the device passed all inspections, it is unlikely the device left the facility damaged. Therefore, the reported failure is likely due to customer misuse. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.